Event description:
It was reported "dr had to revise this pt. The pt was original infusion from the upper thoracic region down to the sacrum. This pt fell and broke both rods. During the removal process dr noticed that the screw at l5 (6.5x50) was loose. Upon further examination he realized that the head of the screw had popped off. He removed both pieces and finished his revision."